Manufacturer narrative:
(B)(4). The device history review for the product deroyal surgimate 35w 24/ case, lot number 73e1500522 investigation did not show issues related to the complaint. The device sample is reportedly unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the staples bent during use. The patient's condition was reported as unknown.